Event description:
Patient had a penile prosthesis implant at (B)(6) in (B)(6) 2019. Last year he was diagnosed with a faulty penile pump with pump erosion. There are two cylinders in the pump and one cylinder is pushing out against his skin. The issue flares up once the pump is inflated. Patient states his prosthesis is a recalled device. Recall status was established may 13, 2021. Recall number is z04882021; recall event ID is (B)(4). Patient states the manufacturer failed their obligation to notify all patients. Patient perceives that the device could have been faulty from the start with a expiration/used by date of july 8, 2024. Since (B)(6) 2024, patient has been seen by dr. (B)(6) (urologist) at (B)(6) in (B)(6). (B)(6) patient is having a revision surgery where the implant is being replaced by a boston scientific prosthesis. Patient has hypertension, hypothyroidism, anxiety, and post-traumatic stress disorder. Patient also has prostate cancer in remission and had prostate removed in (B)(6) 2024.